Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported that their scope is presenting a blurry image on the screen. During the procedure the image gets foggy in the center. As a result, they cannot see in the center, only on the outer edges. This event occurred at the time to during use. There was no report of patient harm.

Manufacturer narrative:
Correction information g2: report source (checked "foreign", so fixed it.) G6: follow up #2 h2: if follow-up, what type?

Manufacturer narrative:
Correction information. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: based on the reported events, it is possible that moisture may have entered the objective lens unit and condensed, making the observed image unclear.